Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to test the opening pressure at the valve, it is connected to a computer-controlled miethke test device that simulates a csf flow. The valve is tested in the horizontal and vertical position. The results show that the m.blue operates within the accepted tolerance in both positions. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in m.blue results: based on our investigation results, we cannot identify any functional deviations or other abnormalities in the product. At the time of the investigation, it is not clear to us how this functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue(# fx803t) was implanted during a procedure. According to the complainant, the valve showed a dysfunction (adjustment difficulties). The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.